Event description:
It was reported that this right atrial (ra) lead was explanted due to pacing to delivered when required and dislodgment. The ra lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to pacing not delivered when required and dislodgment. The ra lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received which indicated that the patient mentioned a syncope episode due to the pacing inhibition before the revision procedure. At date, the patient exhibit shortness of breath and dizziness getting up and walking more than five steps. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. The electrode-end damage and un-retrieved device allegations were not confirmed - visual inspection showed the lead tip intact and undamaged.the brady pacing not delivered when required allegation was not confirmed despite the inner coil fracture, because the helix difficulty/fracture likely occurred during revision/explant.

Event description:
It was reported that this right atrial (ra) lead was explanted due to pacing not delivered when required and dislodgment. The ra lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received which indicated that the patient mentioned a syncope episode due to the pacing inhibition before the revision procedure. At date, the patient exhibit shortness of breath and dizziness getting up and walking more than five steps. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. The electrode end damage and un-retrieved device allegations were not confirmed, visual inspection showed the lead tip intact and undamaged. The brady pacing not delivered when required allegation was not confirmed despite the inner coil fracture, because the helix difficulty/fracture likely occurred during revision/explant.

Event description:
It was reported that this right atrial (ra) lead was explanted due to pacing not delivered when required and dislodgment. Also, the helix was damaged and was left in the myocardium. The ra lead was succesfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. The electrode-end damage and un-retrieved device allegations were not confirmed - visual inspection showed the lead tip intact and undamaged.the brady pacing not delivered when required allegation was not confirmed despite the inner coil fracture, because the helix difficulty/fracture likely occurred during revision/explant. Correction: field h6 patient code, b5 and b2.